Event description:
It was reported that the patient presented with inflammation and pain that worsened with stimulation at the implant site. A soft tissue ultrasound was performed where abscessed cellulitis was seen and infection was confirmed. Antibiotics were started for the infection as well as analgesics for the pain. The patient was hospitalized for management of the medications as well as a bilateral mastectomy and explant after patient condition had improved. It was noted by the physician that the cause of infection was related to presence of the device and the cause of painful stimulation was related to infection. Intervention for infection was to preclude serious injury and the intervention for the painful stimulation was for patient comfort only. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The generator was later explanted and the patient's physician stated they will not be re-implanted in the future. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Health effect - impact code :f2203 health effect - impact code :f2303.

Event description:
Additional information was received that the lead was explanted as well.